Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on an unknown day an unknown amplatzer amulet left atrial appendage occluder was selected for implant. The occluder was implanted. On a 45-day follow-up transesophageal echocardiogram (tee) it was noted that the occluder migrated.

Manufacturer narrative:
An event of device migration was noted during 45-day follow-up was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on the available information, the cause of the reported device migration could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.